Event description:
Patient reported "implant had a tear and something leaked from the inside". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional later reported "rupture and capsular contracture baker grade IV". This record is for the right side.